Event description:
MFR applications specialist (as) reported a problem which was discovered during an in-house testing on the fc500-mpl instrument, with mxp software. When running a protocol that contained a ratio parameter function, the following was observed: by opening the parameter dialogue box and then closing the parameters chosen for the ratio parameter, it would revert to the default values. Furthermore, the already saved protocols containing the ratio parameter being made from the same parameters would be also affected. The as indicated that pt results were not affected in this event since it occurred during an internal testing, and no pt results were released at the time. There was no death or serious injury requiring medical attention attributed to or connected with this event.

Manufacturer narrative:
The fc500-mpl instrument was performing per design at the time of this event. Qc was run prior to and after the event and results were within specifications. It was determined that the problem will occur in protocols where ratio parameter is necessary for results. It was determined that this problem will blindly affect all protocols containing the same parameter hierarchy. If these protocols are run, erroneous yet credible results could be generated. Based on the investigation, both versions of the mxp software (2.0 and 2.1) are affected. Treatment decision was not affected in this event, but due to the potential of this event to occur unknowingly, there is a possibility that treatment decision may be affected.